Manufacturer narrative:
Field d4 expiration date: ni.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances on a broken lead.

Manufacturer narrative:
Additional information was received that both leads were replaced due to high impedances. Additional suspect medical device component involved in the event: model #: sc-2316-50, serial #: ni ,description: infinion 1x16 perc lead kit 50 cm.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances on a broken lead.

Manufacturer narrative:
Additional information was received that the lead was not broken. No further information can be obtained regarding the lead serial number and per the clinical study protocol the location of the explanted lead is unable to be obtained.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances on a broken lead.

Manufacturer narrative:
Additional information was received that the patient experienced inadequate pain relief. The event was assessed as related to the device hardware and not related to the procedure or stimulation. The event has resolved.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances on a broken lead.